Event description:
It was reported that during testing the dso seal was detached. There were no patient involvement and patient harm.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a downstream occlusion seal. The downstream occlusion seal was replaced. The software was updated as a precaution. The service history review identified no indication that the complaint was related to any service performed on the device during the review period.